Event description:
The nurse was pulling rocuronium bromide for a patient he was taking care of and the unrecoverable error message popped up, then the machine rebooted itself. It took approximately 4 minutes to go through the cycle and pull it back up online. The machine worked fine after he logged back in. There was no harm to the patient or any adverse effect.